Manufacturer narrative:
Recall: continued 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient was experiencing pain at the ipg site. Reportedly, patient had a fall about two months prior to onset of the issue. As such, patient underwent a surgical procedure on (B)(6) 2018 and scs ipg and extensions was replaced. Effective therapy has been established post operation.